Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The drug dose and concentration were unknown; the patient went to a high concentration". The indication for use was intractable spasticity and multiple sclerosis. The catheter tubing kinked and the patient did not get the medication. The event date was unknown. There were no symptoms reported related to the event. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.